Event description:
The customer reported that while the unit was in use on a pt, blood entered the unit. The pt was removed from the unit and surgery was performed to remove the intra aortic balloon from the pt.